Event description:
During a laparoscopic gastric bypass procedure, when he was making pouch after about 4 firings on the stomach he noticed that the stapler felt funny when he fired it. When he checked the staple line he saw that the staples fired but did not cut. He then fired again with another gun and the sam3e thing happened another short fire. He then opened another gun and fired again, this time the stapler worked fine. There was no pt consequences. The case was completed with another device of the same product code.

Manufacturer narrative:
Evaluation summary: based on the analysis findins of damaged pinion axle and damaged firing trigger teeth, this event is considered to be reportable. The device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support was found damaged and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process. 510(k) is k020779